Event description:
It was reported that during an unknown liver procedure, it was noticed that the legs of clips did not lock even prior to use. The clips would not stay seated in the jaws of the applier. Another lot number of the same device was used to complete the procedure. There was no adverse consequence to the patient. Used devices were discarded.

Manufacturer narrative:
(B)(4). Cartridge the analysis results of device a found that it was received with the cover separated from the base and with two preformed clips. The latch feature was evaluated and one tab was noted damaged. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. This finding is not related with the event reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The analysis results of device b found that actual device complaint was not received for evaluation. Upon functional testing of the device, the clips were loaded, retained and formed as intended; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device c found that actual device complaint was not received for evaluation. Upon functional testing of the device, the clips were loaded, retained and formed as intended; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.